Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4). It was reported that coronary restenosis occurred. In (B)(6) 2013, the patient presented with old myocardial infarction and index procedure was performed. The 90% stenosed, 10.0mm x 2.25mm, de novo, eccentric, type b1, with timi 3 flow target lesion was located in a mildly calcified, non-tortuous proximal of distal left anterior descending (lad) artery. The lesion contained a < 45 degree bend. The physician treated the lesion with placement of a 2.25x12mm promus element¿ plus stent at 16 atmospheres. Post dilatation was not performed. The residual stenosis was 0% with timi 3 flow. The patient was discharged the following day. In (B)(6) 2014, the patient presented with coronary restenosis and was treated with percutaneous coronary intervention (pci). The following day, the patient's condition was improved.